Event description:
Received email from rep, that alleged that the head section dislodged from the slider pivots which damaged the head section. Rep, stated that there were no injuries. Rep, alleged that there was a patient in the bed and the bed was being used in a cardiac center. Rep, provided a list of the parts that he needs to resolve the problem.

Manufacturer narrative:
Customer is waiting for parts to solve the issue.